Event description:
It was reported while unloading a patient from the ambulance the stretcher legs would allegedly not extend. The patient was transferred to another stretcher to continue the transport. No injury or adverse effect to the patient or medic crew was reported. The stretcher was returned to the manufacturer. A visual and functional evaluation was conducted and the reported issue could not be duplicated. Both legs were found to be operating as intended during the loading and unloading process. There was observed damage to the manual release cable. It is unknown if this contributed to the incident; however, as a precautionary measure, the manual release cable was replaced and the stretcher was returned to the customer.